Event description:
It was reported that this patient experienced a ventricular arrythmia and therapy was delivered, however, the patient was unable to convert with it. It was noted inducted testing would be performed to test the right ventricular (rv) lead integrity and technical services (ts) recommended performing fluoroscopy. This rv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).